Manufacturer narrative:
Reference: (B)(4). Approximate implant date (B)(6) 2018. Complaint sample was not returned for evaluation. Reported event was not confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Root cause is unknown but the patient's poor bone condition as noted by the surgeon could be a contributing factor.

Event description:
It was reported the locking screws backed out of the plate. It is unknown if or when a revision surgery took place. The surgeon noted the patient's bone was very pathological.